Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited "rare t-wave oversensing (twos) noted on the presenting electrograms (egm) and nonsustained high rate episodes" the rv lead remains in use. No patient complications have been reported as a result of this event.